Event description:
A report was received that the pt was explanted due to an infection at the pocket site. The pt's symptoms were redness, swelling and fever. The pt was treated with intravenous antibiotics.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.